Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) ventricular output was not functioning. It was indicated that the lead flex assembly cable was out of specification. It was also indicated that the display was out of specification and the case was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output was not functioning. The epg was returned for service. No patient complications have been reported as a result of this event.